Manufacturer narrative:
Additional information in the following fields: b4: date of this report, h4: device manufacture date, h6: method, results, conclusions. Corrected data in the following fields: patient information: age at time of event, d4: model number, g4: premarket identification, h6: patient code and component code. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that whenever the patient wears the stimulator no one is able to wake her up. The patient also mentioned that since wearing the stimulator, everyone in the house has had headaches, including herself. The patient stated her brother and sister-in-law get a headache while she is using the unit. The family members were in the same room while she was treating. No medical devices implanted. The patient does not have a pacemaker or defibrillator. The patient mentioned that she had not used the device in three days. The patient was instructed to contact her doctor and not to use the unit until it was approved by her doctor. No further information was provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that whenever the patient wears the stimulator no one is able to wake her up. The patient also mentioned that since wearing the stimulator, everyone in the house has had headaches, including herself. The patient stated her brother and sister-in-law get a headache while she is using the unit. The family members were in the same room while she was treating. No medical devices implanted. The patient does not have a pacemaker or defibrillator. The patient mentioned that she had not used the device in three days. The patient was instructed to contact her doctor and not to use the unit until it was approved by her doctor. No further information was provided.